Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient underwent medical treatment and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. It is alleged that the patient underwent medical treatment and sustained injuries until (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient underwent medical treatment and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2007) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ composix kugel (device #1). An MDR was submitted to represent the bard/davol - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. It is alleged that the patient underwent medical treatment and sustained injuries until (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel (device #1). Per op notes, "a composix kugel (device #1) was placed and sutured." (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of composix kugel (device #1) and implant of composix kugel (device #2). Per op notes, "the mesh (device #1) rolled upon itself was excised completely and a composix kugel (device #2) was placed and sutured." (B)(6) 2009 - patient was diagnosed with intra-abdominal abscess, partial small bowel obstruction and pain. (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia, bowel obstruction thereby underwent open repair with implant of bard flat mesh (device #3). Per op notes, "a bard flat mesh (device #3) was placed along with the prior mesh (device #2) and sutured."